Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2017. This right atrial (ra) was explanted and replaced due to lead perforation. This was classified as an unconfirmed perforation of the ra (suspected from CT scan). According to the product experience report (per), this lead will not be returned to boston scientific. No patient complications or irreparable injury were reported as a result of this surgical intervention.